Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Customer reported an unregulated flow of fentanyl event in the cath lab on an intubated patient. No patient harm reported.

Manufacturer narrative:
The customer¿s experience of unregulated flow of fentanyl was not confirmed. The pcu event log showed the source pump module was programmed to infuse fentanyl 2500mcg in 100ml at 2ml/hr with a vtbi of 15ml at 2:42 pm on (B)(6) 2015. The infusion ran until 4:44 pm when the device was channeled off. The volume recorded as being infused during this period was 7.239ml. There were no alarms during the infusion except for the check IV set alarm that occurred at the start of the infusion when the device was paused. Unregulated flow cannot be determined from the device logs. The root cause of the reported unregulated flow of fentanyl was not identified. The pump module and the primary set in use at the time of the reported event were not returned for investigation. (B)(4). Devices not received, log review only.